Event description:
It was reported that the patient experienced pocket erosion. It was noted that the patient presented to the electrophysiology (ep) lab and the implantable pulse generator (ipg) system was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.